Event description:
It was reported that oversensing due to noise was observed. Lead dislodgment is suspected. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.